Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Event description:
Patient reported, right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken crease sharp on posterior assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed, dark ring observed, wear abrasion observed. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.